Manufacturer narrative:
If implanted; give date: unknown if the lens was implanted. If explanted; give date: unknown if the lens was implanted and therefore unknown if explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge spout (tip) of the preloaded pcb00 tecnis monofocal iol (intraocular lens) was deformed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, device received by manufacturer on the 13th of june 2019. Device returned to manufacturer: yes. Device evaluation: the preloaded insertion system was received at site on 06/13/2019. A visual inspection was performed. Viscoelastic residues were observed in cartridge. The condition observed in the pcb00 device is consistent with a unit that has been handled. The cartridge tip was observed deformed. The reported issue as tip deformed was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications that the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In review of the initial MDR, it was noticed that the MFR report number was inadvertently entered as 2018 instead of 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.